Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:05:55. During night drain cycle 13, the patient's ultrafiltration reading was 2214ml, indicating the home patient (hp) drained 1214ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2214 ml during therapy initiated on (B)(4) 2011 at 21:05, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 21:05. Review of the event log revealed the cycle 13 drain was completed on (B)(4) 2011 at 08:23:11 and the user's actual drain volume during cycle 13 was 3194 ml. The actual drain volume of 3194 ml is 159% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.